Event description:
See initial report.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, patient pump 2 was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Hold for rw 1.23. Livanova deutschland has received a report that, during a procedure, a 3t heater cooler displayed error patient circuit 1 pump is blocked , too slow (e18), while patient circuit 1 was on. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in USA. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Complaints database review pointed out that no further similar issues have been submitted for this unit since its installation in 2013. Based on the above facts, it cannot be excluded that the root cause of the event was due to rusted/corroded/damaged motor bearing, most likely linked to environmental conditions such as water infiltration, humidity, condensation or high temperatures. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.